Event description:
The recipient reportedly experienced a gusher during initial implant surgery. The recipient was not implanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked. This is believed to have occurred during the handling process. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. Visual inspection revealed a kinked electrode array. This is believed to have occurred during the handling process. No corrective action is indicated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.